Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell, red particles material was found on the shell/gel and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with nick assessed as surgical impact opening. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nicks due to surgical impact opening. Missing shell assessed as inconclusive.

Event description:
Health professional reported right side rupture. Device has been explanted.